Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side breast as feeling ¿firm and looks abnormal due to capsular contracture,¿ baker grade iii and calcification (not device related). Patient additionally reported having experienced ¿nipple discharge (fluid).¿ side was unspecified, this record is for the right side device. Healthcare professional later reported "textured to smooth". Device has been explanted and replaced.